Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the refrigerator repeatedly went offline and not open to communicate. The customer stated that this malfunction occurred while dispensing the medication and the user was unable to access medication which leads to delay in patient care. There were no adverse events or injuries reported based on this event.